Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2014. Blood glucose at the time of admission was 554 mg/dl. The customer also reported they had an infection on their foot, causing them to be hospitalized. The customer was treated with an IV drip and antibiotics. Customer was wearing the insulin pump at the time of hospitalization. The customer was hospitalized for seven days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.